Manufacturer narrative:
(B)(4). Date of initial report : 02/02/2016. To date the incident unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the device history records indicates that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that during a robot-assisted laparoscopic lymph node dissection procedure using the forcefxc generator with a davinci robot and footpedal, a monopolar grasper, a bipolar robotic instrument and a covidien cord with two single plugs, the surgeon was not getting the desired surgical effect. He requested that the bipolar device be unplugged from the generator and then plugged back in. The cord was unplugged from the bipolar outlet and erroneously plugged back into the monopolar outlet by a surgical staff member. When the surgeon grasped tissue with the bipolar device he did not get any output. However, when he removed the bipolar device from use and touched the tines together without any tissue, the device activated on its own. The surgeon became aware of the activation when he heard an activation tone from the generator. There was no harm to the patient. The site recognizes that the generator did not malfunction, and has since changed to using a bipolar cord with a molded plug, which will not fit into the monopolar receptacle.-1111). The activation of energy occurred in each. New info 1/27- per rep, this situation occurred on the units tested when the user wrongly plugged the two individual pigtail plugs of a bipolar cord into two of the monopolar receptacle holes. Rep has indicated that the site is resolving the issue by changing to bipolar cords with the molded plug, which will not fit into a monopolar receptacle.

Manufacturer narrative:
(B)(4). One forcefxc generator was received and evaluated. Nothing was found that would have caused or contributed to the reported event. The unit tested satisfactorily and within specifications. A review of the device history records indicates that this serial number was released meeting all specifications as manufactured. The e0509 bipolar cord was also returned to covidien for evaluation. The returned cord met specification as received. A manufacturing non-conformance review could not be conducted for because a valid lot number was not provided. The investigation identified the root cause of the reported event to be user error because the bipolar cord was unplugged from the bipolar outlet and inadvertently plugged back into the monopolar outlet by the user.